Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman truseal access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) was selected for use. During advancement of the devices, the operator made the movement to merge the wds with the was sheath, and advanced the wds instead of unsheathing. The wds was moved without being in flx ball position causing a perforation of the laa as the sheath was very deep. The patient developed cardiac tamponade along with a pericardial effusion. Pericardiocentesis was performed to treat the effusion removing approximately 500ml of fluid which was re-transfused back to the patient. The physician completed the procedure and successfully implanted the 20mm closure device. There were no further patient complications. The patient was discharged.